Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report passing out and waking up in the hospital. The patient reports that a lead integrity alert (lia) had triggered and is going off. A follow up with the patient¿s healthcare provider yielded that the patient has not reached out with any report of symptoms or concerns. The healthcare provider will reach out to the patient. The patient¿s right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.